Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm. The customer had suspended the insulin pump because her blood glucose was low, and, upon restoring the insulin pump, the customer received a button error alarm. The customer's blood glucose was 55 mg/dl. The customer treated her low blood glucose with orange juice. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked reservoir tube was noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted. The functional testing could not be performed due to the keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.